Manufacturer narrative:
(B)(4).

Event description:
It was reported "the user felt resistance when inserting a catheter into the sheath and could not advance further. Therefore, the user removed and replaced the sheath and the catheter with a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the user felt resistance when inserting a catheter into the sheath and could not advance further. Therefore, the user removed and replaced the sheath and the catheter with a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arrow sheath for analysis. No definite signs of use were observed. The non-arrow catheter used by the customer, which was an 8fr swan-ganz thermodilution catheter from edwards lifesciences corporation, was not returned for analysis. It was noted that this psi kit was designed for use with catheters sized 7.5 - 8.0fr per lidstock. Visual analysis of the returned sample did not reveal any defects or anomalies. The sheath length from the proximal hub to the distal tip measured 4 1/4", which is within the specification limits of 4" - 4 1/4" per the sheath with dilator assembly product drawing. The sheath outer diameter measured 0.1455", which is within the specification limits of 0.138" - 0.148" per the extrusion product drawing. The sheath inner diameter at the distal tip measured 0.111", which is within the specification limits of 0.111" - 0.112" per the dilator assembly product drawing. The sheath was tested using two lab inventory catheters measuring 8.0fr and 8.5fr. First, the 8.0fr catheter was inserted through the returned sheath. Little to no resistance was observed and it was able to pass completely through the assembly. Next, 8.5fr catheter was inserted through the returned sheath. Again, little to no resistance was observed, and it was able to pass completely through the assembly. Performed per IFU statement, "insert entire length of dilator through hemostasis valve into sheath pressing hub of dilator firmly into hub of hemostasis valve assembly. Place assembly on sterile field awaiting final sheath placement." Since no resistance was found using a lab inventory 8.0 or 8.5fr catheter , the customer complaint could not be confirmed. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage." The lidstock provided with finished good aj-09886 was reviewed which states "psi kit for use with 7.5 - 8 fr. Catheters." The report of a sheath tight over non-arrow catheter was not able to be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies with the returned sheath. Lab testing was performed using lab inventory 8fr and 8.5fr swan-ganz catheters and no resistance was met while advancing the catheters through the returned sheath. Additionally, all dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the actual non-arrow catheter also returned for analysis. Therefore, the root cause is undetermined. Teleflex will continue to monitor and trend for reports of this nature.